Event description:
It was reported that three (3) large volume folfusors leaked. It was observed that the devices had crystals near and around the port which suggested a fluid leak had occurred. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between february 10, 2023 and february 14, 2023. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the photographs observed white crystallized drug located next to a closed fill port cap. No signs of liquid leak were observed from photographs. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause of crystallized drug near the fill port or fill port cap may be use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.